Event description:
It was reported that the unspecified bd infusion set experienced leaked. The following information was provided by the initial reporter: fluid noted to be leaking on ground.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint of IV line leaking post priming could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. .

Event description:
It was reported that the unspecified bd infusion set experienced leaked. The following information was provided by the initial reporter: fluid noted to be leaking on ground.